Event description:
Surge protector failed to prevent ge lab prucka from losing power and shutting down in the middle of an ablation while multiple catheters were in the body. Ups (uninterruptible power supply) had to be reset to regain power causing a greater than 15 minute delay in patient care. Reference reports: mw5117245.